Event description:
Info received indicates the siderail is not latching.

Manufacturer narrative:
The tech found contamination on the siderail latch. The tech cleaned the latch mechanism to repair the bed.